Event description:
It was reported that catheter break occurred. The target lesion was located in the lower limb vein. An angiojet zelante catheter was used for a thrombectomy procedure. During procedure, the catheter was fractured 20 centimeters from the head. The procedure was completed with another of the same device. There were no patient complications reported and patient status was stable.